Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checkup, the cs100 intra-aortic balloon pump (iabp) doppler was not sensing the pulses.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code: (B)(6)). A getinge field service engineer checked and found doppler is not sensing the pulses. He suspected issue with doppler and further checking will be done by replacing the same. Parts not replaced yet due to out of stock.